Manufacturer narrative:
Received information on june 2, 2014. Product evaluation: received xps3000 console (1897102, concomitant device) for evaluation by the engineering group. The condition of the device showed no significant physical damages. The m4 handpiece was not received. Utilized a test m2 handpiece for testing (provided by service and repair). The m2 handpiece was connected to the xps3000 console and the console was left in the powered-up state. After about 20 minutes, the irrigation pumps started to rotate on their own without foot switch activation. The underlying cause cannot be determined based solely on the evaluation results. The unit was released to service and repair for processing. Service and repair examined unit. Unit was not working properly due to motor control board and display board failures. The items were replaced and the unit placed into burn-in for 24 hours. The item was tested and passed all manufacturing specifications.

Event description:
It was reported that ¿the site did not step on the foot switch/pedal. But a drill attached to the product (console) started to rotate spontaneously by itself.¿ there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1897102: console 1897102 xps 3000 2 pump, s/n (B)(4), lot 62913700, 510k: k002224, erl manufactured: july 17, 2009 received for evaluation: (B)(6) 2014. (B)(4). Product evaluation: handpiece has been requested, but facility reports that it will not be returned for analysis. Console has been received and is being evaluated. Supplemental will be filed once results are available. Method: no testing methods performed.